Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery cap would not screw on all the way and a failed battery test occurred. The customer reported that she had the same result with multiple batteries. Blood glucose level at the time of the incident was not provided. The customer was unable to troubleshoot as she did not have the device with her at the time of the call. The insulin pump was not replaced or returned for analysis.